Event description:
In 2008, the patient reported that she was having difficulty changing her insulin cartridge. She stated that she noticed a large air bubble in the insulin cartridge after inserting it into the infusion device and she then pulled the insulin cartridge out of the infusion device. The plunger of the insulin cartridge became stuck to the piston rod, and 315 units of insulin spilled into the cartridge compartment. The patient was educated on the proper technique for removing the insulin cartridge from the infusion device. The patient was assisted with setting up her backup infusion device. She was instructed how to remove the air bubble from the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.